Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors over the last 6-12 months. The customer¿s blood glucose was unknown. Customer also stated that insulin rejected new batteries also received several random no delivery alarm. The device will not be returned for analysis.